Event description:
The # 2 and # 4 tines were broken when device was removed from the patient. They were fine when the device was purged and inserted into the patient. One of the partial tines remains in the patient at the location of the lesion.